Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a skin reaction occurred. The sensor was inserted into the abdomen. The patient's son stated the patient has an allergic reaction to the sensor in which the patient experienced itching and discomfort at the insertion site after a couple of days after the sensor was inserted. When they removed the sensor, there was mild inflammation at the affected area. The patient saw their general practitioner (gp) and was advised to change the sensor and to change their disinfection solution. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.